Event description:
It was reported that after deployment of the promus stent, ivus noted the stent to be undersized and thrombus had formed, so post dilatation was performed which fully apposed the stent to the vessel wall. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Stent remains in the pt. A f/u report will be submitted with all add'l relevant info.